Manufacturer narrative:
Age of device: 1 year, 5 months, 23 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assisting device (lvad) on (B)(6) 2018. It was reported that lvad system produced multiple pump stoppages while patient was connected to the power module. An x-ray was performed which was unremarkable. The patient reported a pull when the driveline was caught on doorknob. The patient was asymptomatic during the pump stoppages, and an ungrounded power module patient cable wash provided. It was reported that patient was doing well. No further information was provided.

Manufacturer narrative:
Investigation results: the patient remains ongoing on pump support. The report of multiple pump stoppage while the patient was supported by the power module was confirmed by the submitted log file, however, the patient¿s report of a pump stoppage while the system was operating on battery power was not confirmed. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. This IFU also outlines all hazard and advisory alarms, as well as how to respond to each alarm condition. Additionally, the hmii lvas IFU contains detailed information regarding pump speed, power, flow, and pi. The patient remains on vad support. No further information was provided. The manufacturer is closing the file on this event.